Event description:
The protege stent partially deployed in the sfa while using a popliteal approach, the physician pulled the stent through the sfa to the popliteal, this cause vessel damage, which caused leg thrombosis, and compromised circulation. The stent was used in straight vessels, no tortuosity, not contra lateral. The physician then placed another protege stent and this was successful.